Event description:
It was reported that during a photo-selective vaporization procedure, the fiber(s) broke. The fiber(s) were replaced every time in order to continue with the procedure. A total of three fibers had to be utilized to complete the procedure. There were no patient complications. 1 of 3 fiber reports.

Manufacturer narrative:
B3 date of event: the exact date of the event is unknown.